Event description:
During a stone retrieval procedure using a segura hemisphere basket, after the physician caught the stone and was withdrawing it, a wire broke on the basket, injuring the ureter. The physician placed a stent over the lesion, and did not continue the procedure. There were no other complications for the patient. The deivce was returned and evaluated by this manufacturer. The engineering evaluation indicated that the device was totally disassembled. The outer sheath was smashed at the strain relief on the proximal end near the handle. There was also buckling on the distal end of the outer sheath. There was excessive basket damage. One of the 4 wires was detached at the bullet on the distal tip. A lot history search revealed no prior complaints being reported. The co believes user error may have contributed to this event. However, the co is unable to determine the relationship between the device and the cause for this event. The dfu states "precaution: kinks in the sheath will hinder the mechanical operaiton of the basket." "Caution: if resistance is encountered while attempting to withdraw the basket into the sheath or the sheath through the scope, do not exert excessive force."